Event description:
It was reported that the patient was presented in the hospital after receiving inappropriate high voltage therapy. Upon interrogation it was revealed that the implantable cardioverter defibrillator undersensed and exhibited diagnostics anomaly. Programming changes was performed. Patient was stable before and after the event.